Manufacturer narrative:
No device return anticipated due to this being a legal case.

Event description:
It was reported via a legal tolling agreement that a male patient who was initially implanted on the left knee on (B)(6) 2015, underwent a revision procedure on (B)(6) 2022, approximately 7 years 2 months post the initial implant procedure for unknown reasons. No additional information is available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
H7: z-0021-2022.

Manufacturer narrative:
As a result of additional information received, the following fields have been altered: b5, b6, d6a, g3. Any additional information and/or investigation findings will be reported within 30 days of their receipt.

Event description:
As reported via legal documentation, a male patient who was initially implanted on the left knee on (B)(6) 2015, underwent a revision procedure on (B)(6) 2022, approximately 7 years 2 months post the initial implant procedure. The left knee was examined and showed moderate effusion with significant joint laxity. There was significant effusion and synovitis. No purulence. There was delamination of the polyethylene but no evidence of prosthesis loosening. The femoral component was removed without any significant bone loss. The patella was also removed because it was worn and asymmetrically resurfaced. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of polyethylene wear, which may have led to pain, stiffness, discomfort and weakness. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the polyethylene wear cannot be determined as the device was not available for evaluation, and radiographs and photographs were not provided. Additionally, allegations against the femoral component and patella cannot be confirmed due to inconsistencies identified in the provided operative notes.